Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I was hemorrhaging') and dysmenorrhoea ('dysmenorrhea (cramping)/dysmenorrhea (cramping)') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, mass and vaginal bleeding. Previously administered products included for an unreported indication: mirena. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), alopecia ("hair loss/hair loss"), migraine ("migraine/migraines / headaches"), headache ("headaches") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation and total abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, dysmenorrhoea, alopecia, migraine, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, genital haemorrhage, headache and migraine to be related to essure. The reporter commented: claiming pain: dysmenorrhea (cramping). Claiming other injuries/symptoms: hair loss, migraine, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case was upgraded to incident. Events per pfs: I was hemorrhaging and lower abdominal pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.